Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient has a left total metal on metal pinnacle hip that is painful. The components are well fixed, so the surgeon did a liner and head exchange. Dr. L did the initial surgery. It is unknown when the original surgery was done. The backside of the liner looked good, and so did the cup. The neck on the summit stem was burnished. The surgeon put in a poly liner and ceramic ts head. The hospital kept the liner and head for the patient. Doi: unknown, dor: (B)(6) 2020, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.